Event description:
Pt reported that their one touch ultra meter would sometimes not turn on and when it did, it had missing segments. Both the issues were not resolved with troubleshooting. Medical affairs specialist tried calling the pt in 2004 to obtain more clinical info. Per the initial info provided by the pt, they went to the doctor's office and received oral medication there. Unknown what the doctor's meter result was and if the oral medication was part of the pt's daily regimen. This case is reported as a meter malfunction since the issues were not resolved. Replacement meter was sent to the pt.